Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field :e1 ( initial reporter name ), e2, e3, e4. A getinge field service engineer (fse) confirmed the device failed battery run test at 72 minutes of the 135 minute run time test. Fse replaced batteries (d146-00-0039). Confirmed run time test passed at 135 minutes. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a